Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Reportedly, the customer had been fasting. At the time of the report with tandem technical support, customer had not addressed bg as customer wasn't ready to eat yet. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.